Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the reported event. The cause was reported as "constipation"; however, this could not be confirmed, therefore the cause was assessed as unknown. The treatment for the peritonitis included injection of vancomycin (1gm, once every three days, route not reported) and injection of fortum (1gm, once a day, route not reported). Pd therapy was ongoing. The outcome of the peritonitis was unknown. No additional information is available.